Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 4, pump error 49, or pump error 68 alarms noted during testing however pump error 4 alarm was found in the downloaded history files due to a software error. Verified the battery tube power connector is properly connected to j7 or pcb 1 during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and multiple pump error alarms. The customer was able to clear the alarms and able to rewind the pump. No harm requiring medical intervention was reported. The device will be returned for the analysis